Manufacturer narrative:
An event regarding fractured screws involving a mis. Chandler retractor was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 2 other events for the lot referenced for similar reported events regarding screw fracture involving a mis. Chandler retractor. Both events were from the same initial reporter facility and are within the scope of an nc, raised to investigate this issue. Conclusions: the two screws broke on the mis. Chandler retractor at the welded junction of the arms. Fracture morphology suggested that an embrittlement occurred during the welding of the screws into the arms. Nothing further can be determined due to lack of available information. The nc has been raised to investigate this event.

Event description:
The or manager at the hospital reported the following event to the sales rep : "a chandler retractor literally "jumped out" and 2 screws fractured. The event happened on (B)(6), 2015 during a procedure for a total hip implantation. No metallic debris into the surgical field observed. No additional medical intervention, the device was just changed for another one."

Event description:
The or manager at the hospital reported the following event to the sales rep : "a chandler retractor literally "jumped out" and 2 screws fractured. The event happened on (B)(6) 2015 during a procedure for a total hip implantation. No metallic debris into the surgical field observed. No additional medical intervention, the device was just changed for another one."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.